Event description:
A 69-yr-old male was admitted to hosp on 11/22/93 after being transferred from comm hosp via air ambulance. The pt had been admitted there on 11/18/93 following an acute myocardial infarction. On 11/23/93 at 3:40 pm the pt coded and the code blue team was called. A defibrillator monitor was brought in to cardiovert the pt. Four attempts were made to discharge a current into the pt but the defibrillator paddles failed to produce a proper discharge. A second defibrillator monitor was brought in and successfully discharged a current however the pt was unable to be resuscitated and was eventually pronounced by the physician at 4:05 pm.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-93. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: defibrillator paddles. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.